Event description:
Within a minute of hanging the magnesium, the patient's bp increased to 208 systolic and the patient began to feel pulsating in his neck with associated light headedness. The medication was paused. No harm to the patient.